Event description:
The hcp reported that the pt had denial of pump refill by workers' compensation. The pt reported "withdrawals". The hcp admitted the pt the the hosp for treatment with intravenous fluids and meds. The pt was receiving compounded baclofen and dilaudid through the pump. The pt is reported to be having "increased pain/spasms".